Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws were damaged. Another device used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated; but unavailable at this time.